Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2016, the patient visited the hospital urgently because of feeling dizziness and nausea. Since heart rate of 30min-1 was observed on ECG, pacing failure was suspected. Therefore the pacemaker check was performed urgently by a programmer. Ventricular lead impedance was at around 2540 ohms and ventricular pacing/sensing failures were suspected. Ventricular lead polarity was reprogrammed to unipolar configuration and ventricular lead impedance was measured within normal range (358ohms), then pacing and sensing functions also resumed. The patient was released from the hospital. The data retrieved from the programmer were checked afterwards and the ventricular lead fracture was considered as a possible cause. Re-intervention will be scheduled (date is unknown).

Event description:
On (B)(6) 2016, the patient visited the hospital urgently because of feeling dizziness and nausea. Since heart rate of 30min-1 was observed on ECG, pacing failure was suspected. Therefore the pacemaker check was performed urgently by a programmer. Ventricular lead impedance was at around 2540 ohms and ventricular pacing/sensing failures were suspected. Ventricular lead polarity was reprogrammed to unipolar configuration and ventricular lead impedance was measured within normal range (358ohms), then pacing and sensing functions also resumed. The patient was released from the hospital. The data retrieved from the programmer were checked afterwards and the ventricular lead fracture was considered as a possible cause. Re-intervention will be scheduled (date is unknown).